Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter act diff 2 analyzer white blood cell (wbc) bath, red blood cell (rbc) bath, and the vacuum isolator chamber (vic) overflowed during start up. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced all pinch valve tubings to resolve the drain issues. The fse also replaced the check valves and changed the wbc bath. The fse performed gain adjustments, and wbc and aperture voltage ratio clog detection adjustments. The fse verified the repair and validated the system.

Manufacturer narrative:
(B)(4).